Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 3 mmol/l to 5 mmol/l at the time of incident . It was reported that the customer was treated with food and glucose tablets and also had juice. It was reported that the customer was experiencing low blood glucose for three hours. It was reported that the insulin pump was not over delivering insulin and there was an issue with insulin pump. Troubleshooting was performed. Product is not expected to return for analysis.